Manufacturer narrative:
Patient's dob and age unk. Patient's gender unk. Patient's weight unk. Patient's ethnicity/race unk. Relevant tests unk. Other relevant history unk. Device model number, lot number, catalog number, expiration date, and UDI unk. 510k unk because model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove an unknown number or location of lead(s). The indication for the procedure is also unknown. During the extraction, it was reported that there was a superior vena cava (svc) perforation during use of a spectranetics tightrail device. It was also reported that a surgeon was called into the room; however, type of intervention and the patient outcome are unknown. This report captures the tightrail device reportedly in use when the svc perforation occurred. There was no alleged malfunction of the tightrail device in use during the procedure.